Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were sticking and difficult to press. It was stated that the keypad buttons had a delayed response and required multiple presses to elicit a response. The patient denied physical damage to the rubber keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.